Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 600mg/dl, associated with an alleged no power issue. During troubleshooting with customer technical support, it was revealed the battery cap was not able to tighten to the pump the yellow o-ring was visible, and the battery cap threads were stripped. The reporter was not able to provide further information during the initial complaint. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a no power issue.